Event description:
It was reported the bd vacutainer® k2e 10.8mg plus blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: "vacutainer filled well short of the 80% threshold, lost vacuum pressure.the customer attempted to draw blood for baseline venepuncture (and again this afternoon) into some of the 6ml vacutainers. However, the blood collection stopped well-short of the 80% threshold and we believe, in these instances, it was due to a product deficiency (e.g., lost vacuum pressure)."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® k2e 10.8mg plus blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: "vacutainer filled well short of the 80% threshold, lost vacuum pressure. The customer attempted to draw blood for baseline venepuncture (and again this afternoon) into some of the 6ml vacutainers. However, the blood collection stopped well-short of the 80% threshold and we believe, in these instances, it was due to a product deficiency (e.g., lost vacuum pressure)."

Manufacturer narrative:
The following fields were updated due to additional information: h6: investigation summary: bd had received 1 photo for investigation. Photograph was reviewed and the indicated failure mode for underfill with the incident lot was observed. Additionally, 20 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.(B)(4).

Event description:
It was reported the bd vacutainer® k2e 10.8mg plus blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 3 times. The following information was provided by the initial reporter: translated to english. The customer stated: "vacutainer filled well short of the 80% threshold, lost vacuum pressure. The customer attempted to draw blood for baseline venepuncture (and again this afternoon) into some of the 6ml vacutainers. However, the blood collection stopped well-short of the 80% threshold and we believe, in these instances, it was due to a product deficiency (e.g., lost vacuum pressure)."